Event description:
It was reported an access port was placed initially without incident for systemic chemotherapy administration. Approx one month post placement, an inability to access the port revealed the catheter had fractured and had migrated to the subclavian vein. Retrieval of the catheter utilizing a snare was uneventful. Another port was placed with no pt complications. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Since this device was in place for approx one month and no difficulty accessing the device was encountered prior to the incident, co believes initial placement, user technique during access and/or pt anatomy may have contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use outline the appropriate placement, access and maintenance procedures.